Manufacturer narrative:
Additional information: patient ID, date of birth and gender provided.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" ((B)(6) 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spinal fusion, the screw driver for the procedure became sheared. The shearing was reported to have been caused by the bone density of the patient and the torque required to insert the screw. The site elected to complete the procedure with a separate instrument. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Two screwdrivers were reported to be damaged during the procedure, the first is documented under filing number 1723170-2017-01415.